Event description:
(B)(6) 2025 at 845pm. Exposure blood or body fluid, outcome was perforation. The employee felt something poke them when lifting the biohazard bag. Went to the ER for treatment, standard puncture wound protocols; followed prior to same day release. Outcome was temporary harm, no further treatment provided. No additional details were provided.